Event description:
Additional information was received from the patient mentioning that their ins was replaced because they were in a car accident and their leads were busted.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain. The rep reported that patient had a car accident on (B)(6) 2018 and immediately afterward whenever the patient would turn stimulation on, they would feel a quick jolt in the lower back/down their legs and then it would go away. The rep reported that stimulation was fine, but it wasn't perfect to where it was before the accident. The rep reported that the patient was seen for reprogramming 1-2 weeks ago and they were able to get coverage where it was needed and it was still helping but stimulation hadn't been the same since the accident. Impedances were checked at that appointment and they were fine. The rep reported that the patient had an MRI on monday and when they turned stimulation on after the MRI, the patient felt the jolt and it caused them to fall, their knee went under them and they had to go to the emergency room (ER); stimulation had been off since then. The rep reported that the patient didn't feel stimulation was functioning properly. The rep reported that in office on (B)(6) 2018, the patient used the patient programmer (pp) for the first time since monday and saw an out of regulation (oor) message and this also appeared on the clinician programmer upon interrogation. The rep attempted to run impedances at 0.7v but the patient felt a quick shock/jolt and they had to stop the measurement. The rep indicated that the patient had been using group d 100% of the time with the following programming: program 1: 8 active electrodes, 540 pulse width, rate 80 program 2: 4 active electrodes, 420 pulse width, rate 80. Amplitudes were set at 0.8v and 0.9v respectively but that was because the patient had to turn stimulation down, typically they were around 3.6v. The rep reported that the battery was at 50% and service life was okay. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the jolting and out of regulation message was not determined, though it was possible that it was the car accident. The patient was continuing with stimulation off and had an MRI taken. The patient was going to see a healthcare provider for evaluation and potentially a full system replacement. The issue with the jolting and out of regulation message had not been resolved.